Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue; however after an evaluation of the electronic device records, the reported power issue was verified to have occurred. Physio-control replaced the power supply assembly and the device battery and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during patient use their device powered itself off. It was attempted to power the device back on however, the device would not power on. CPR was performed on the patient until a back-up device was obtained. The customer stated that the were no adverse effects to the patient due to the reported issue and they are unable to provide further additional patient information.